Event description:
It was reported that patient underwent operative patella fixation. Patient had a right primary tkr - legion ps with verasense. Patient was doing well until they had a fall. Patient had patella fracture from the fall and bleed into knee joint and so the patella was fixed operatively twice.

Manufacturer narrative:
(B)(4).